Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. Inspection of the equipment noted the circuit module had soda lime debris. The circuit module and ez change assembly were cleaned. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call.

Event description:
The hospital reported that, during a case, higher than expected level of carbon dioxide was noted. There was no reported patient injury.